Event description:
During an in-clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.